Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 13 applications were performed with the afapro28 balloon catheter with lot 29944 on the date of the event. System notice 50002 ¿the system has detected an electrical component failure¿ was triggered on applications 10 and 11. In conclusion, the clinical issue (gastroparesis) occurred following the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient had gastric peristalsis disorder. No further patient complications have been reported as a result of this event.